Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received. A root cause has not been identified. (B)(4).

Event description:
An opthalmic surgeon reported that leakage occurred form the valved trocar cannula during the procedure. The problem was solved after replacing the product with another one. There was no harm to the pt.